Event description:
It was reported that the stent was loose on the balloon. A 7.0x30x75cm express® ld iliac / biliary stent was selected. During preparation, the physician was curving the stent delivery system (sds) however it was noted that the stent was loose on the sds balloon. The device did not enter the patient's body. The procedure was completed using another express® ld iliac / biliary stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination confirmed that the stent had moved 2.2mm from the most proximal crimp mark. This type of damage is consistent with excessive force being applied to the stent of the device. The balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was loose on the balloon. A 7.0x30x75cm express ld iliac / biliary stent was selected. During preparation, the physician was curving the stent delivery system (sds) however it was noted that the stent was loose on the sds balloon. The device did not enter the patient's body. The procedure was completed using another express&#59404;d iliac / biliary stent. No patient complications were reported.